Event description:
It was reported that during a resection of the rectal mucosa prolapse procedure, after firing the instrument, there were no staples, which was concluded after a visual test. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.